Manufacturer narrative:
E1. Phone number: (B)(6). B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not infusing according to the programmed amount. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg 4/5/2024. One device was returned for evaluation. Visual inspection revealed a slightly bubbled downstream occlusion (dso) seal, damaged ac connector, and fluid residue in the remote dose connector. The event history log confirmed high numbers of ¿high alarm displayed: upstream occlusion¿ and ¿high alarm displayed: downstream occlusion¿ alarms which pointed to faulty dso and uso sensors. Functional testing was unable to replicate the reported issue. The root cause was unknown. Preventive service was performed including replacing the dso and uso sensors. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.